Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was reported: after investigation, the patient underwent laparoscopic appendectomy in the hospital on (B)(6) 2025. The surgeon used w9918 for umbilical suturing during the surgery. During the suturing, the needle tip broke by about 2 mm. The surgeon immediately gave the patient dr film to search for the broken needle but failed, and re-exploration of the incision showed no obvious foreign body. Therefore, the surgery was completed routinely, and the broken needle tip was not found finally. The patient was in a stable condition currently, and no subsequent adverse event report was received.

Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2025 and suture was used. During the operation of suturing the umbilical skin, it was found that the needle tip was about 2 millimeters broken. No obvious foreign body was found immediately after dr photography. Further exploration of the incision revealed no obvious foreign body. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any change in the procedure to seach for the needle piece (for example change from laparascopic procedure to open procedure)? - were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.